Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, mentor received additional information regarding the suspected medical device. Initially, the suspected medical device was reported as a 300cc mentor memorygel breast implant (catalog #: 3503001bc, lot #: 6004870 or 6412009, serial #: (B)(6). However, additional information revealed that the actual complaint device is a 450cc mentor memorygel breast implant (catalog #: 3504504bc, lot #: 6417538). At the time of this report, the serial number is unknown. The relevant fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2021, the investigations on the suspected medical devices were completed. Since two intact-same-lot-number devices were received without left and right labels, both devices were analyzed as suspected medical devices. Investigation summary (device 1): mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Investigation summary (device 2): mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lot numbers 6004870, and 6412009, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 6004870: manufacturing date: july 2, 2010; expiration date: july 31, 2015. Lot 6412009: manufacturing date: september 21, 2010; expiration date: september 30, 2015. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation surgery with 300cc mentor memorygel breast implant and experienced left side capsular contracture; baker grade IV. As a result, the device was explanted on (B)(6) 2021 the serial number is either (B)(4). Supplemental report will be submitted once additional information is received.